Event description:
It was reported that during a lap sigmoid resection procedure, the device would not operate. All set up was done correctly. Would not come out of test mode for about 12-15 seconds, then tone would be heard with no error message or error code. There was no pt consequence.